Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test reload was loaded in the device without any difficulties and did not fell out during functional testing. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when the surgeon fired across the appendix with a blue load, the device fired correctly. A white reload was fired on the second firing and it stapled and cut properly but the reload pushed forward after firing out of the device and fell out. They completed the procedure with the second reload. There was no patient consequence reported.